Event description:
Technical services received an email on 10/11 /2011 stating that this lead will be extracted on (B)(6) 2011 due to a systemic mrsa infection of no known cause. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).